Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the caller. Efforts to obtain additional details were unsuccessful. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented to the clinic for a follow up visit. Device interrogation was unsuccessful and no magnet tones could be obtained. The surface data showed no pacing spikes with first degree heart block. The caller also attempted interrogation with other manufacturers' programmers without success. No adverse patient effects were reported.